Manufacturer narrative:
The insulin pump had unresponsive act button due to flattened dome switch at the keypad trace. The functional testing could not be performed or the motor error and excessive no delivery alarms verified due to the keypad damage. The motor was test outside of the device and passed all the motor tests. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during basal and 3 motor error alarms. The blood glucose at the time of the incident was 101 mg/dl. The customer stated that he felt resistance when pushing the plunger and insulin would not go through the tubing. He was unable to troubleshoot and called back the next day. The alarm history showed several no deliver alarms and one motor error alarm. Blood glucose value was 109 mg/dl. The customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The insulin pump passed the displacement test and the customer was able to rewind. He also reported that the act button was not responding properly and he had to push it multiple times to prime. The insulin pump was returned for analysis.